Manufacturer narrative:
Internal file number : (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the retuned guide wire. The reported difficulty to position and remove were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties to position and remove. The noted kinks and bends appear to be related to circumstances of the procedure and likely occurred due to manipulation during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a spartacore wire was used in an unspecified lesion when other devices became stuck on the wire. It was thought that this occurred during advancement and/or removal of other devices on the spartacore wire, however, this could not be confirmed. The device was removed and another device was used in replacement. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided regarding this issue.